Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed a loose cable on the 8mm fenestrated bipolar forceps. The procedure was completed with no reported patient injury.

Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. For clarification, the instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed an electrical continuity test. Failure analysis found the primary failure of a dislodged conductor wire to be related to the customer reported complaint. Additional observation not reported was that the instrument was found have a broken yaw pulley, allowing the cable crimp to dislodge from it slot. The yaw pulley was missing a piece approximately 0.03¿ x 0.02¿. The customer did not return missing piece. Failure analysis found the additional failure of a broken bipolar yaw pulley to not be related to the custom reported complaint.